Event description:
I had mentor smooth saline breast implants put in in (B)(6) 2004; 12 years later I got bii-breast implant illness. I had hair loss, dry skin, extreme exhaustion, joint pain, muscle pain, no libido, extreme brain fog, bells palsy, and reactive airway disease which required the use of 2 inhalers, and collapsed cervix. I wasn't able to use my right arm because I had severe pain and weakness. I explanted on (B)(6) 2019. All of my symptoms went away almost immediately after surgery. The few remaining ones subsided at the 6 week post op mark. I'm now completely healed and symptom free. FDA safety report ID# (B)(4).